Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for three (3) patients involving the access 2 portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) . The customer reanalyzed the patients' samples on an alternate access 2 immunoassay system and obtained negative results. The customer stated only the negative results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated quality control (qc), calibration curve and system check were within expected ranges prior to the event. The customer discovered a bent aspirate probe on the unicel dxc 600i synchron access clinical system which was subsequently replaced by the customer. A system check was then performed which passed within specifications. A precision test was performed which failed to meet both assay and instrument specifications. The patient samples are collected in green top plasma tubes and centrifuged at 3000 rpm (revolutions per minute) for 7 minutes. No sample integrity issues were noted. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The customer did not provide any patient demographics (such as age, date of birth, sex or weight) for any of the three patients. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse completed a preventative maintenance (pm) routine on the instrument. A high sensitivity (hs) system check was performed which passed within instrument specifications. In conclusion, the cause of the non-reproducible troponin I (accutni+3) results is due to a hardware malfunction although no one part can be implicated.